Manufacturer narrative:
Additional manufacturer narrative - report of edwards mitral bioprosthetic valve explant due to high gradients and regurgitation. The explanted device was not returned to manufacturer. The reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events.

Event description:
Edwards received information that this mitral bioprosthetic valve exhibited thickened leaflet with restrictive motion, high mitral gradient (10mmhg mean and 20mmhg peak) with mild mitral regurgitation at four (4) years, six (6) months after implant into a 71 year old male patient. Sutureless myocardial lead was placed concomittantly at the time of mvr. Additional information was provided. It was noted the patient had dyspnea on exertion and occasional dizziness and shortness of breath at serial follow-ups. Patient also had a history of arrhythmia (afib). It also appeared this patient had a re-do mvr four (4) years, eight (8) months after the original mvr.

Manufacturer narrative:
(B)(4).